Manufacturer narrative:
Concomitant device(s) are: (B)(4), expiration date: 2017-06-25, (B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that both iliac limbs migrated up resulting in bilateral type ib endoleaks. Two distal iliac limb extensions were implanted bilaterally and the type ib endoleaks resolved. The physician stated that they were unsure of the cause of the event. However, the physician suspected that the cause was anatomy related; specifically, the iliac arteries at index were too short and diseased to achieve a long-term seal. Alternatively, the physician stated that it may have been disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.